Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as no strange noise was heard during the analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the gun was placed appropriately and locked with the sliding pin. The rectum was properly "scheletized" and no "peri-rectal" fat attached to it. The first handle was applied correctly but there was a funny click. The second handle acted normally but the rectum was detached. The distal part had no staples whatsoever as if only the cutter had done its job. The procedure was converted to open. No additional information provided. Additional information being requested.

Event description:
.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: who fired the device, the surgeon or someone else? Surgeon. Was the sales present as the incident occurred? No. Was the user trained? Yes. How often has this person used the device? 1/month for 5 yrs. On which firing(s) did this event occur (1st, 2nd, 3rd, etc)? 1st. Was the retaining pin fully seated in the anvil? Yes. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? No. Was the closure trigger latched prior to firing the device? No. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? Yes. Was the tissue evenly distributed within the jaws of the instrument? Believe so. What was the patient's pre-op diagnosis? Unknown. Please provide the patient's sex, age and weight. Male, unknown. What is the current status of the patient? Ok and home. Is there any other additional information you would like to share about this device, procedure, patient or physician? No.